Event description:
It was reported that the 8mm monopolar curved scissors (mcs) instrument was faulty. The rotator crone was loose and came out. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.